Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer did not receive information alleging visualization of particles in the air path. The patient alleges sinus infection, trouble breathing, and headaches. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer did not receive information alleging visualization of particles in the air path. The patient alleges sinus infection, trouble breathing, and headaches. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. There was zero error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and device dispositioned. Box h was updated in this reported.